Event description:
It was reported that the user¿s ilet pump screen was cracked after the device fell into a car console, after which the pump could not be unlocked despite a restart attempt via the mobile app and an attempted firmware update that could not be confirmed due to the unresponsive screen. Investigation included technical support troubleshooting and plans for device return and evaluation. Further investigation of this case revealed visible screen damage and persistent screen unresponsiveness preventing normal operation. There was no user reported clinical symptoms, or injury associated with the event. The user reported blood glucose was 126 mg/dl. Outcomes included the user transitioning to backup insulin pens and continued use of a dexcom g7 until receipt of a replacement device, with the original to be returned. It was concluded that, based on previously established findings for similar reports, physical damage to the display rendered the screen unusable, leading to replacement of the device.